Manufacturer narrative:
The probe was finally thrown by the hospital and could not be analyzed by sophysa quality department. However, internal documentation was reviewed and showed that the catheter has been manufactured in accordance with quality requirements. Further investigation has been performed and an update of the monitor has been proposed to the reporter to correct the bugs.

Event description:
When the patient was transferred out off the bed the implanted catheter was pulled. The pressio 2 monitor displayed a e003 alarm and the physician checked the catheter connections. Physician decided to replace the catheter extension cable but the monitor continued to display the alarm so the catheter was removed and replaced by a new one.

Manufacturer narrative:
The probe will be returned by distributor to sophysa for analyze. Internal documentation shows that the catheter has been manufactured in accordance with quality requirements and does not show any performance abnormality or any causality relationship between the reported event and the suspected device. Further investigation will make it possible to know the causes of the appearance of this incident.

Event description:
When the patient was transferred out off the bed, it was pulled. The pressio 2 monitor displayed a e002 alarm and the physician checked the catheter connections. Physician decided to replace the catheter extension cable but the monitor continued to display the alarm, so the catheter was removed and replaced by a new one.